Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 5.0 x 12 mm euphora; stent: 2.5 x 33 mm, 3.0 x 38 mm, 3.5 x 38 mm, 4.0 x 18 mm, 4.0 x 33 mm xience alpine. The device was not returned for analysis. The reported patient effect of surgical procedure as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5 x 38 mm xience alpine referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a total occlusion in the right coronary artery (rca). A total of five xience alpine stents (2.5 x 33 mm, 3.0 x 38 mm, 3.5 x 38 mm, 4.0 x 18 mm, 4.0 x 33 mm) were implanted from distal to proximal in the rca. Unspecified non-compliant (nc) balloons were used to post-dilate the stents. On angiography, a perforation was observed in the mid rca. It is unknown at what point the perforation occurred or what device caused the perforation; however, as the 3.5 x 38 mm xience alpine stent was in the mid rca it is believed that the perforation occurred at it's location. A 4.0 x 16 mm graftmaster stent was deployed in the mid rca; however, did not seal the perforation. A 5.0 nc balloon was advanced to expand the graftmaster a little more; however, there was still a leak observed. Pericardiocentesis was performed but the patient starting crashing. The patient was experiencing right ventricular failure (heart failure); therefore, the patient's chest was opened and cardiac massage was performed. The patient was placed on an extracorporeal membrane oxygenation machine and transferred to (B)(6) where they underwent coronary artery bypass. The deployed stents and the deployed graftmaster stent were removed during this procedure. The patient is reported to be alive. No additional information was provided.

Manufacturer narrative:
(B)(4). Catalog number and UDI number corrected.